Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 426 (mg/dl). Customer indicated that they would deliver a correction bolus from the pump to treat the bg level. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to change pump supplies, and to consult with health care provider to discuss diabetes management.